Manufacturer narrative:
The device was returned for analysis. The reported tip break was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified anatomy and/or other devices resulted in the noted core bends, the noted stretched coil material and ultimately resulted in the reported tip break/noted core/coil separations. The noted scrapped teflon coating likely occurred due to interaction with the torque device being tight against the guidewire. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in an unspecified artery with heavy calcification. The hi-torque (ht) proceed guide wire was advanced without issue; however, the tip unraveled. Another unspecified guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.